Event description:
It was reported that during a code on (B)(6) 2013, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message. The message was able to be cleared. However, when customer got back to their station, the same user advisory 45 message displayed. The platform was turned off and then back on. The platform then displayed a user advisory 18 (max take-up revolutions exceeded) message. No adverse patient sequelae was reported. Customer indicated that now they are not getting any codes at all.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.